Manufacturer narrative:
A review of the device history record (DHR) for lot number 173490126 was performed. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Unrelated failures were identified during the review. Specifically, the anom/cusum inspection detected a manufacturing issue. Some pieces had a manufacturing deficiency in the ez-cap sealing. The silicon length was registering out of specification. A 100% sort was performed and segregated the material with the irregularities. The lot was subsequently released meeting all quality standards. No product/sample was provided for evaluation. Customer relayed device would not be returned. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was discarded by the user; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the product presented leakage in the spike. This event occurred during use. The reporter stated that sample will not be returned for evaluation. There are no companion samples to be returned. There are no other deficient products used during the event. Patient was not involved.